Event description:
Patient had previously undergone a revision surgery to create more slack in a lead to address traction issue. Following this revision patient reported that his tongue started to go in and out of the mouth in rapid succession while using the therapy causing patient to discontinue therapy.